Manufacturer narrative:
Device evaluation of electrode belt has been completed. Upon investigation (add gel messages), the cable connecting ECG c and d were broken off at plug causing fault. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.